Event description:
It was reported that this pacemaker recorded out of range atrial intrinsic amplitude measurements resulting in an alert in the remote home monitoring system. Review of stored device data noted that there was no undersensing as a result of the out of range intrinsic amplitude measurements, however, did note that the device exhibited intermittent farfield r-wave oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) mode switches. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that the oversensing is a known inherent risk with use of this product.